Event description:
It was reported that the pt underwent a spinal procedure for stenosis at l4/5/s1 using cages and posterior fixation. The posterior fixation was at right side only and the cages were implanted at l4/5 and l5/s1. It was reported that the cage backed out at l5/s1 post op. The pt reportedly rode the bicycle for rehabilitation post op. The revision surgery was performed approximately 12 weeks post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog#: 2991426, was cleared in the united states.